Manufacturer narrative:
This correction report was submitted due to changes in field h6, device codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel. The patient was evaluated in the clinic and the noise could be reproduced when the patient was doing pushups. Technical services discussed adjusting sensitivities to help reduce or eliminate oversensing. No lead issue or diagnostics were out of range. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel. The patient was evaluated in the clinic and the noise could be reproduced when the patient was doing pushups. Technical services discussed adjusting sensitivities to help reduce or eliminate oversensing. No lead issue or diagnostics were out of range. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel. The patient was evaluated in the clinic and an x-ray was performed. In clinic the noise could be reproduced when the patient was doing pushups. Technical services discussed adjusting sensitivities to help reduce or eliminate oversensing. No lead issue or diagnostics were out of range. Subsequently, the lead was surgically abandoned and replaced successfully. Additional information provided high out of range rv pacing impedance measurements had been exhibited in addition to high capture thresholds on this rv lead. No additional adverse patient effects were reported.